Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had fluctuating blood glucose. Customer reported their blood glucose dropping to 25 mg/dl and rising to 253 mg/dl. The customer did not believe they were receiving insulin from the insulin pump and noted observing a possible air bubble. It was also found the customer experienced low blood glucose symptoms while they were driving, but they were not hospitalized for the incident. Customer's blood glucose was 103 mg/dl at the time of the call. Troubleshooting found the customer's insulin pump was functional. The customer did not have a bent cannula. Customer also reported a battery out limit alarm in their alarm history. Advised the customer to monitor their insulin pump. No additional information provided.